Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125843. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125707. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7115837. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 594509.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the cranial incision with symptoms of redness and discharge at the site. The patient did not sufficiently respond to the implemented antibiotic treatment, so the physician explanted the entire deep brain stimulation (dbs) system. The patient has recovered. The physician does not believe the infection was device related. The explanted devices were disposed of by the medical facility.